Event description:
It was reported that the patient developed an infection following a recent generator replacement procedure. Device history records were reviewed for the generator, the device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.